Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 8.0 mmol/l and 4.05 mmol/l. The user indicated that he performed several comparative measurements, and the test results varied greatly. Due to the difference in the test results, the user went to the hospital for medical treatment, and the patient's blood sugar returned to normal after the doctor adjusted the medication.